Manufacturer narrative:
The unit was received with blank display due to moisture damage on electronics assembly. The unit could not be confirmed for the off no power anomaly and the unit was unable to perform any tests due to the blank display. The following physical damage was noted: cracked battery tube threads, broken reservoir tube lip, cracked casing near the display window corners, cracked display window, and a severely scratched display window. (B)(4).

Event description:
The customer reported via phone call that he wore his insulin pump into the swimming pool. There was water under the screen and the device kept turning on and off. The patient's blood glucose at the time of incident is unknown. The device was returned for analysis.